Event description:
The catheter had been in place for approx one week when a hole/cut was noted in the red lumen after being clamped. Approx 2-3 dialysis had been performed. The catheter was removed and replaced.